Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (1 gram stat; route not reported) and injection amikacin (100mg once daily; route and duration not reported) for the peritonitis. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapies was not reported. Additional information is not available at this time.